Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at electronic assembly. The pump was also received with moisture damage on the motor, battery tube and vibrator assembly. The pump was received with cracked case at the display window corner, crack case at the reservoir tube window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 163 mg/dl. The customer stated that she removed the battery for 10 minutes and there was a blank screen. The customer was advised to insert new (B)(6) alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.